Event description:
The manufacturer received info alleging a ventilator had a faulty sensor board. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.